Event description:
As reported by customer, the pediatric hemoconcentrator appears to have had a broken fiber. There was blood found in the bottom of the hemoconcentrator. Clinical discussion: the broken fiber and subsequent leak of blood was noted during bypass. The leak was minimal, less than 5 ml of blood. The blood loss didn't result in the patient requiring a blood transfusion. There was no delay in the procedure, and no risk of infection, because the leak was sequestered within the housing, and thereby still sterile. There was no risk to the patient as a result of the leak, or subsequent blood loss.

Manufacturer narrative:
A customer photo was reviewed and a pool of blood can be seen within the housing of the hemoconcentrator. This pool of blood indicated that there was a fiber leak. The actual sample has been returned to our supplier for their investigation. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. We intend to file a follow up report once the investigation has been completed by our supplier and a conclusion can be determined. (B)(4).